Manufacturer narrative:
E1. Reporter name and address - address - line 1: (B)(6). H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Reintervention date is only known as 2020, thus (B)(6) 2020 is being used to calculate the minimum implant duration. Article citation: gonzalez burgos b a, irizarry j j, molina-lopez v h, et al. (February 10, 2025) successful valve-in-valve-in-valve transcatheter aortic valve implantation for severe bioprosthetic valve restenosis in a high-risk patient. Cureus 17(2): e78805. Doi 10.7759/cureus.78805 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was learned from puerto rico through implant patient registry that a 76-year-old patient with a 3300tfx21mm aortic valve underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and ten (10) months due to severe stenosis. A non-edwards transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
Corrected data in section b3 (date of event), a2 (age at time of the event), h6 (device code): 1153 (degraded) replaces 4066 (device stenosis). Updated section b5 (describe event or problem), h6 (investigation findings) and h6. (Investigations conclusions). Added information to section h6 (type of investigation). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was learned from puerto rico through implant patient registry that a 76-year-old patient with a 3300tfx21mm aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and two (2) months due to degeneration leading to severe stenosis. The patient was hospitalized several times due to heart failure. A non-edwards transcatheter valve was successfully implanted within the surgical device.